Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a semi-circumferential split in the tubing. The partial tear in the tubing is located between the 8 and 9 cm markers. The tear is nearly perpendicular to the axis of the tubing. The tubing surrounding the tear site is slightly compressed. The tear site reveals rounded edges. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Reported leaking, found hole 8-9 cm mark. Would like to know if forceful flushing broke catheter, or kinking in arm caused fracture.